Manufacturer narrative:
The complaint investigation for false positive alinity I total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. The overall performance of alinity I total b-hcg reagents was reviewed using field data from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed which adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I total b-hcg, lot number 27901ud00 was identified. This report is being filed on an international product, list number 07p51-20 has a similar product distributed in the us, list number 07p51-21/-31.

Manufacturer narrative:
Completed information for patient identifier: (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained false positive alinity I total b-hcg results for a (B)(6) female patient. The customer provided the interpretation of results as <5 iu/ml=negative and >25 iu/ml=positive. The following information was provided: (B)(6). There was no impact to patient management reported.